Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. Recurrence of this malfunction could result in myocardial infarction or ischemia, embolism, or flow limiting dissection. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in a slightly calcified mid lad. During inflation at 16 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.